Manufacturer narrative:
Additional information noted the impella device was received, and an evaluation/analysis is underway. Upon completion of the evaluation/analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Added: d3, e4, g1. Corrected: d4 (serial), h3. Device alarm system: returned product exhibited a break in the optical fiber within the red pump plug on the patient cable side along with a bond issue between the kink protector and the patient cable. Therefore, the cause of the issue was determined to be a damaged optical fiber as a result of a device failure that could not be traced more specifically.

Manufacturer narrative:
H6: omitted a1414 and added a1601 per a review of the complaint file.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 58-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The underlying medical history was not shared. The pump was being used in combination with an automated impella controller (aic) when a yellow alarm took place which prompted the team to replace the aic. The alarm persisted on the backup aic, but the pump was not explanted nor replaced. Support continued till wean and explant after 2 days of support. The malfunction of the pump-aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however the exchange was performed with no consequence to the patient and support.